Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024, the patient had positive blood cultures for a bacterial infection. The cause of the infection was depending on the condition of the patient, related to the device, and due to the complexity of medical management. A graft infection was suspected to be the cause because the use of the ventricular assist device (vad). The patient was admitted on (B)(6) 2024 due to an international normalized ratio (inr) over prolongation and remain admitted until to (B)(6) 2024 due to the infection and inr issue. Antibiotics were administered intravenously.

Manufacturer narrative:
A4: weight corrected. D4; model number corrected. E1: reporter email was not available. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the cause of the infection was bacteremia. The patient experienced corynebacterium. Vancomycin was administered intravenously. There was no specific plan as the infection had been confirmed negative. In case of recurrence, the same antibiotic administration would be applied.